Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a blood glucose level above 400 mg/dl the day before the call. Customer stated that he performed set changes and noticed blood on the infusion sets. The caller declined troubleshooting. Blood glucose level at the time of the call was 160 mg/dl. The insulin pump was not replaced or returned for analysis.